Event description:
It was reported that the patient developed an infection. The patient was hospitalized with sepsis and staph infection. Vegetation was observed on the lead. The system was removed without any complications.

Event description:
New information received notes that the patient had generalized weakness, dyspnea, worsening exertion and cough.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.